Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm four weeks ago. A 6.9 cm in diameter aneurysm was reported with an infra-renal angle of 30 degrees. Proximal aorta was 25 mm in diameter and 25 mm in length. Distal aorta was 22 mm in diameter. The right and left iliac arteries were 8 mm's in diameter. There was no circumferential aortic mural thrombus/calcification at the proximal neck. It was reported that the devices were successfully implanted. One month post index procedure the patient presented with a percutaneous hematoma which prolonged the patient's hospitalization. The physician elected to monitor the patient. The investigator assessed that this event was not related to the study device; however, it was related to the study procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (hematoma).